Event description:
The customer stated when "switching on "x" is blinking/continues sound coming." No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.